Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve dislodged aortically after final release. The valve was snared into the ascending aorta and a second valve (23mm sapien 3 ultra) was implanted. The procedure was prolonged as a result of the dislodge. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012168335); product type: 0195-heart valves product ID l-evolutfx-2329 (lot: unknown); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a pre-implant balloon aortic valvuloplasty (bav) was performed with a non-medtronic 20 millimeter (mm) dilatation balloon. No post implant bav was performed prior to the valve dislodgement. There was nothing of note in terms of the patient's anatomy that contributed to the dislodgement. The bottom of the pigtail was the deployment starting point. Prior to the valve dislodgement, the implant depth on the non-coronary cusp (ncc) was noted to be 4-5 mm and the implant depth on the lcc was noted to be 3-4 mm. After the valve dislodgment, the implant depth on the ncc and the lcc was well above the annular plane. A non-medtronic guidewire was used.

Manufacturer narrative:
Image review: three static images and two media files were provided for review. The patient¿s measurements were provided. The patient¿s annulus perimeter measured 73.7 millimeter (mm) with a perimeter derived diameter of 23.5 mm suggesting a 29 mm valve. Depth assessment was performed prior to the point of no recapture. Depth was approximately 3-4 mm on the non-coronary cusp (ncc) in the cusp overlap view. Depth assessment on the left coronary cusp (lcc) in the left anterior oblique (lao) view was not provided thus it is not possible to validate adequate depth prior to release. Depth assessment at the ncc is performed in a cusp overlap view, and if acceptable, next step is to move to the 3-cusp coplanar view and remove parallax from the inflow portion of the valve (roll lao no greater than 25°) to verify depth at the lcc. The valve may be released once these steps are completed. As stated in the instructions for use (IFU), the recommended target depth is 3 mm relative to the valve annulus. If the implant depth is =1 mm or >5 mm, consider recapture. In this case, the depth on the lcc is unknown. However, the valve was fully deployed slowly, and the valve appeared to be stable in the aortic annulus immediately post release. Evidence supports that during removal of the delivery catheter system, the nose cone interacted with the inflow of the valve which might have resulted in aortic dislodgement. Caution should be used while withdrawing the delivery catheter system to minimize interaction with the valve frame. Subsequently, a non-medtronic valve was implanted. Updated data: b5., h6. This is a system report. The section d information is for the primary device, which was in use with the following: brand name evolut fx dcs product ID d-evolutfx-2329 lot 0012168335 use by date 2026-02-28 UDI (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.